Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that fragments of the shaft were found inside the patient after readmission for surgery. This happened up to four months after the suspected fracture. The fragments had remained unnoticed in the patient's body since the original incident.